Event description:
The customer reported that the invasive pressure 2 was unable to be zero. There were no reports of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.